Manufacturer narrative:
The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted for an unknown reason. However, additional information received indicates that this lead exhibited high pacing thresholds due to dislodgement. This was confirmed through fluoroscopy. The physician decided to surgically abandon this lead. No additional adverse patient effects were reported.